Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was advanced and had a bad electrode. The farawave catheter was replaced with a new farawave catheter. When inserting the new farawave catheter, the hemostatic valve of the faradrive steerable sheath clear leaked backed considerable. When aspirating, air was noted. The procedure was successfully completed with a new faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was advanced and had a bad electrode. The farawave catheter was replaced with a new farawave catheter. When inserting the new farawave catheter, the hemostatic valve of the faradrive steerable sheath clear leaked backed considerable. When aspirating, air was noted. The procedure was successfully completed with a new faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.